Manufacturer narrative:
Visual and functional inspections were performed on the returned device. The reported difficulty retracting the foot was confirmed; however after decontamination the foot opened and closed with no issues. The reported difficulty removing the device could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Due to the reported difficulty, unused sterile devices were returned from the account. A sample of units were visually and functionally tested with no anomalies found. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported this was an arteriotomy closure of the mildly calcified right common femoral artery using the pre-close technique via a large bore hole prior to a transcatheter aortic valve implantation (tavi) procedure. Reportedly, following the deployment of the sutures of a prostyle device, the foot of the device did not retract completely resulting in resistance when the physician attempted to pull the device out. After applying force, the device was removed from the anatomy. The sutures of the device had captured the vessel successfully. The sutures of an additional proglide were also placed. The tavi procedure was completed and hemostasis was achieved with the pre-placed proglide and prostyle sutures post procedure. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. A second prostyle device (opened and not used) already on the table was tested outside the patient anatomy. When lifting the lever, there was a considerable amount of resistance to deploying the foot so the device was not used. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional prostyle device with reported issue referenced is filed under a separate medwatch report number.